Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was priming and the piston was not recognizing the reservoir. Performed a displacement test and the insulin pump failed the test. No further info was provided.